Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.75x38mm ion stent delivery system (sds) was advanced to the lesion and was fully deployed at 11atms. The stent delivery balloon was deflated; however, when the physician attempted to remove the sds, the balloon would not release from the stent. The physician waited a little bit and tugged on it again and the balloon still would not release. Then the physician pushed forward and was able to remove the balloon when he pulled it back. It was noted that the stent remained implanted in the lesion and the procedure was completed at this point with no patient complications reported. The patient's current condition is okay.